Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device were broken, but still attached. It was unknown if the device delivered any clips before the damage occurred. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused this condition. Please note the jaws were found to be in good condition. In addition, 2 malformed clips were received inside a sample bag; however, it could not be determined what may have caused this finding. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was a cholangiogram performed using the device? No